Event description:
It was reported that stent damage occurred. A 2.25 x 24mm synergy xd drug eluting stent was selected for use. However, the tip edge of the stent got lifted when advancing the catheter to the lesion. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed and was located in the non-tortuous and non-calcified first diagonal branch.

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-tortuous and non-calcified diagonal branch of the left anterior descending artery. Following pre-dilatation, a 2.25 x 24mm synergy xd drug eluting stent was advanced to treat the lesion. However, the tip edge of the stent got lifted when advancing to the lesion. The procedure was completed with a different device. There were no patient complications reported.